Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. There was guidewire coating on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated apparent implant damage. The analyst noted the guidewire stuck in the lead was a competitor guidewire. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. There was guidewire coating on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated apparent implant damage. The analyst noted the guidewire stuck in the lead was a competitor guidewire. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was delivered in a posterior lateral branch. Once placed, the competitor guidewire could not be removed. Once the lead was removed from the body, the guidewire was still not able to be removed. The lead was attempted and not used. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.